Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-07457 . It was reported that the patient experienced ineffective therapy on their left side. As a result, the patient underwent surgical intervention on (B)(6) to have their leads replaced. Issue has been resolved.

Event description:
Device 1 of 2 . Reference MFR report: 1627487-2017-07457.